Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (oss311) fracture. Fractured implant was removed. Tooth location 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned product identified significant wear and debris about the implant threads, and was noted to be fractured at the collar. Functional testing could not be performed due to the nature of the dental device and event. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 and used for an unknown period of time prior to fracture. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 655184. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (655184) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss311). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.